Event description:
The manufacturer received information alleging a "circuit disconnect" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a device had failed testing. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.